Event description:
It was reported that an ilet device became nonfunctional after the touchscreen cracked when the device fell from the user's pocket, and a replacement was arranged with counseling that the replacement would not be watertight. Symptoms included no adverse clinical effects. Outcomes included continued therapy via a form of backup treatment and no alarms. Investigation included case intake, verification of shipping and return logistics, end user education on device management and report syncing, and collection of a photo of the damage. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop impact, rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental damage.